Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Info was received that reported the pt was hospitalized in 2009 due to an incident of hypoglycemia. The reporter states that before bed the day prior, his blood glucose was 411 mg/dl. He bolused which brought his bg down to 303 mg/dl. He bolused again and went to bed. He awoke at 2:00 am shaking and with a blood glucose of 32 mg/dl. He was transported to the hosp and treated. He reports that he has a lot of scar tissue and that his administration site was red and swollen when they removed his set. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.